Event description:
It was reported by the patient that she was experiencing an increase in seizures. The patient indicated that she believed she was having an increase in seizures due to increased stress and medication issues; however, this has not been confirmed with the physician. The patient had noted an improvement in her seizures following vns replacement on (B)(6) 2010. Attempts to the physician for further information have been unsuccessful to date.